Event description:
Customer reported a malfunction that occurred after a device was dropped, displaying malfunction code 12. Blood glucose level of the customer did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump and assisted the customer in doing so, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if any further issues arise.